Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Cuts were noted in the outer insulation which was likely explant damage and helix was extended. Noted dried blood/body fluid in helix housing and tissue entwined in the helix. This lead passed all tests. The allegation against the lead was not confirmed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead was explanted. No additional adverse patient effects reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead was explanted. No additional adverse patient effects reported.